Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: aseptic loosening of a primary tha at 4 years. No root cause can be determined from the analysis of the x-rays. The stem looks to be correctly implanted. Aseptic loosening is a possible known complication of tha. There is no detectable evidence of a device defect. Batch review performed on 15 june 2016. (B)(4).

Event description:
Revision performed due to aseptic loosening of the stem.